Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 14-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain as well as failed back surgery syndrome. Manufacturer representative reported electrode 8-15 were over 10000. It was reported that the patient lost therapy and that a revision was scheduled for (B)(6) 2018. No further complications reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was the rep met with patient on (B)(6) 2018 and performed reprogramming. The patient was not getting stimulation in the same place as in the past and was having to turn stimulation up higher. The rep mentioned that patient may had fallen but he really wasn't sure about this. After reprogramming the patient on (B)(6) 2018, later patient was getting out of their car and got zapped by stimulator. The rep thinks he programmed the patient too high and that's what caused the zapping. The patient met with another rep to have lead location checked to make sure lead hadn't moved. The rep further reported that patient had revision performed due to impedance issues. The ins was replaced on (B)(6) 2018, which addressed impedance issues. No further complications were reported/anticipated.

Manufacturer narrative:
Correction: conclusion code 92 no longer applies, corrected code should be 67. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the high impedances was not known and a revision was scheduled. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.